Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip original denture adhesive cream over a period of years as a denture adhesive. A physician or other health care professional has not verified this report. The pt had used other unspecified variants of super poligrip and other unspecified denture adhesives as well. On an unk date, the pt began using super poligrip original. At an unk time later, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the event was unresolved. Super poligrip is mfg (B)(4). The lot number (08261a) of the current product used was provided, but this product was not available. (B)(4).